Event description:
Per cnss communication: "adverse event experienced: pump not infusing. Pt did not remove air from cassette before attaching extension tubing and priming. Pump alarming. Adverse event resolution: pt in hospital for outpatient appointment, hospital rn able to disconnect from pt and prime. Md office made aware. Pump now running." Pump serial number is unknown. Current remodulin dose: 39ng/kg/min. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Did the reported product fault occur while in use with a pt? - yes; did the product issue cause or contribute to pt or clinical injury? - unknown; is the actual product available for investigation? - yes, upon return did pharmacy replace product? - no; did the pt have a backup product they were able to switch to? - yes; was the pt able to successfully continue their therapy? - yes; is the therapy life-sustaining? - yes; what is the outcome of the event? - resolved. Diagnosis for use: pulmonary arterial hypertension.